Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observations: creases were observed. Wear abrasion was observed. Yellow particles observed inner the surface of the device. Yellow particles observed in the fill channel. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted and replaced.